Event description:
Dr (B)(6) reported that the device was implanted for a esophageal fistulae repair procedure on (B)(6) 2010. Four days post-op, dr (B)(6) performed a scan on the pt and found what looked to be a rupture of the graft or part of it. Dr (B)(6) wanted to reoperate, however, the pt's condition was not good enough to do so. Dr v(B)(6) also stated that he does not think that the pt's poor health was related to the graft. The pt was re-scanned and the findings had not changed since the previous scan. Our medical director had two direct conversations with dr (B)(6), on (B)(6) 2010 and (B)(6) 2010, and confirmed that there was no rupture of the graft, rather an unusual finding on the body of the graft comparable with a dissection (delamination) of the wall of the graft. We also solicited an expert opinion as related to the technical characteristics of the device, from our r&d director and confirmed that the hemashield graft is a single layer product and, consequently, there is nothing to delaminate or separate. It has been reported that the pt is doing better and there is no indication to re-intervene at this point. Dr (B)(6) plans to perform another scan, at which time we will follow up.

Manufacturer narrative:
Being investigated. Method: the device history records for the batch were reviewed. Results: all mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specs at the time of release to distribution. There are no similar incidents against this batch. Items marked ni are unk at this time. (B)(4).